Event description:
I just tried using softdisc disposable menstrual disc (made by flex company) and I think I had an allergic reaction to it. I broke out in hives in my body by hour 6 of wearing it inside my vagina. I was fasting, so I had not eaten anything during that time that could have caused a hive. It must have been something in the "medical grade polymer" that they report is hypoallergenic. I removed the device and took benadryl 25mg, and the hives went away within a hour. So I am very confident that the hives were due to the menstrual disc.